Event description:
Roche diagnostics received a customer complaint regarding an alleged discrepant creatinine assay results for 1 patient sample tested on a cobas 8000 c 702 module. Initial result: 9.900 mol/l. Repeat result: 110.000 mol/l.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The field service engineer performed multiple actions on the analyzer. The cuvette washing station was found to be faulty, with a hole in rinse tubing, a destroyed clip, and a nozzle clip that was no positioned correctly. There was incomplete cuvette drying, causing residual water in the cuvettes. A sample probe was also found to be mis-aligned. The engineer resolved the issues. The investigation determined the service actions resolved the issue, but a specific root cause could not be determined.